Event description:
It was reported to boston scientific corporation that a mantis clip was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they were unable to get mantis clip to deploy; the scope was not torqued and straight position. The handle was able to move up and down freely after fully deploying the clip, but clip was still attached and could not get to come off. They had to twist the catheter and pull the clip off in order for it to be removed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a mantis clip was received for analysis. Visual inspection of the device returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. Any activations were performed. A microscopic inspection, the clip assembly stuck into the bushing and with the clip assembly bottom part deformed and the catheter unraveled. No other device problems were noted. The reported complaint of clip unable to deploy was not confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during manipulation of the device or detachment of the capsule due to hitting a surface. Additionally, the catheter was unraveled, it is likely that the difficulties encountered by the physician during the deployment of the clip, which caused the catheter to be unraveled. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they were unable to get mantis clip to deploy; the scope was not torqued and straight position. The handle was able to move up and down freely after fully deploying the clip, but clip was still attached and could not get to come off. They had to twist the catheter and pull the clip off in order for it to be removed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device did not return for analysis, however, per media analysis, the clip assembly stuck into the bushing and with the clip assembly bottom part deformed and the catheter unraveled. No other problems with the device were noted. The reported event of the clip would not detach from the catheter was confirmed. Per media analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Additionally, the catheter was unraveled, it is likely that the difficulties encountered by the physician during the deployment of the clip, which caused the catheter to be unraveled. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Based on all available information, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they were unable to get mantis clip to deploy; the scope was not torqued and straight position. The handle was able to move up and down freely after fully deploying the clip, but clip was still attached and could not get to come off. They had to twist the catheter and pull the clip off in order for it to be removed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.